Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. The issue had occurred earlier in the day, and corrective actions included providing the customer with best practice tips, with advice to monitor the situation and contact support again if the issue persists.